Manufacturer narrative:
Conclusion: the ascendra balloon catheters were returned to edwards for evaluation. The complaints were confirmed. Visual and dimensional inspections were performed. Visual inspection of the returned devices revealed burst balloons. Both balloons were returned as two pieces as the middle portion of the balloon had completed separated from one another. The first device appears to have initially torn longitudinally and turned into a radial tear. It is possible for a longitudinal tear to propagate and tear radially, if the balloon interferes with an obstacle during system retrieval. Under magnification, the puncture site was found and scratches leading up to the area were observed which was likely caused by the patients calcified native aortic valve. The second device appears to have been damaged in the same manner as the first device. Portions of the balloon were missing from the device; thus, it was not possible to determine whether it was a radial or longitudinal burst. The guidewire lumen was severely stretched supporting that the device was damaged while retrieving it from patient. Next, the balloons were dimensionally inspected for single and double wall thickness which proved to be within specification. Not all measurements for the second delivery system returned could be obtained as balloon material was missing. These types of complaints have been previously investigated and documented in a technical summary. Balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons are subject to increased risk of burst in a calcified annulus via open cell impingement and stress concentration. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the clinical specialist, the patient had severe calcification of the aortic valve and aortic root and the balloon had been prepped to its maximum capacity. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The complaint was confirmed, but there is insufficient information available to determine the reason for the observed event. Available information suggests that it is possible that the rupture was caused by puncture from a calcium deposit in the native annulus. In regards to the stretched guidewire lumen, separation of balloon, and missing piece: a balloon burst increases the possibility of leaving a protruding material that can interfere with an obstacle during retrieval. Thus, it is possible for the inner guidewire lumen to stretch and the balloon to tear into two or more pieces if excessive force is used during system retrieval. As mitigation, the ascendra I delivery system training manual provides procedural consideration in case of balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. There is no confirmed manufacturing non-conformance or an inadequacy in the labeling/IFU which could have resulted in the complaint. (B)(4). Therefore, no further corrective or preventive action is necessary.

Event description:
As reported by the edwards clinical specialist (cs), during a transcatheter aortic valve replacement (tavr) procedure, the ascendra balloon catheter balloon burst upon deployment of the sapien valve. Per report, the valve had remained stable and was deployed in a 60:40 aortic position. A second ascendra balloon catheter was then prepped and utilized. During post dilatation, however, the balloon catheter ruptured. The decision was then made to utilize a z-med 23x5 bav with good final result. The patient was noted to have remained stable.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Methods: dimensional examination. The ascendra balloon catheters were returned to edwards for evaluation. The complaints were confirmed. Devices are from the same lot. First device- preliminary investigation revealed a longitudinal tear along the length of the balloon. Sections of the balloon are intact, the balloon appeared to be severely creased and stretched. The engineer also noted that the device appears to have been damaged upon removal through the sheath. In addition, the balloon catheter was dimensionally inspected. Balloon double wall thickness was measured and found to be within specification. Second device - preliminary investigation revealed that the device also appears to have been damaged in the same manner as device number one. Visual inspection revealed the guide wire lumen is severely stretched, supporting that the device was damaged while retrieving through the sheath. The evaluation, however, was unable to confirm whether or not there was a radial or longitudinal burst. Portions of the balloon were missing from the device. In addition, the balloon catheter was dimensionally inspected. Balloon wall thickness was measured and found to be within specification in areas where measurements could be taken. No manufacturing non-conformances are suspected. It was noted that the complaints appear to be due to patient anatomy. Follow up examination pending.